Manufacturer narrative:
Manufacturing site: (B)(6). (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The regalia xs 1.0 guide wire was returned with its separated tip for evaluation. The returned guide wire was deformed into a hook proximal to the fracture site. The polymer jacket was torn along with elongation of the spring coil. For observation purposes, the polymer jacket and spring coil were removed to expose the underlying core wire. The exposed core wire was found fractured at approximately 15mm distal to the mid solder that was originally located at 45mm from the tip. A bend was observed proximal to the fracture end of the core wire. The distal portion of the separated tip was helically deformed and the ball tip remained attached at the very distal end. The proximal portion of the separated tip was elongated. The fracture end of the core wire came out from the elongated spring coil at approximately 30mm from the tip. Observation by scanning electron microscope revealed that cracks caused by local bending stress were on the surface of the core wire. Dimples made by tensile stress were partially observed on the fracture surface. The above findings indicated that bending and tensile stress had contributed to the core fracture and the stress also made the spring coil elongate and the polymer jacket tear. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress had most likely contributed to the observed separation of the core wire of the returned regalia xs 1.0 guide wire. When the guide wire was bent likely while the concomitant microcatheter was pushed into the lesion, locally bending stress was generated and damaged the core wire. Further applied tensile stress generated with removal eventually made the damaged core wire and elongated spring coil and polymer jacket separate. Helical deformation of the tip was likely caused by friction generated when the separated tip was snared via the hemostasis valve. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, damage observed on the returned guide wire was too severe to completely rule out a possibility that some fragment(s) could be left in the patient. Instructions for use (IFU) states: - [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position. [Otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; and, - [malfunction and adverse effects] separation.

Event description:
On (B)(6) 2020, it was reported that the tip of an asahi regalia xs 1.0 guide wire was damaged during a ppi to treat a moderately calcified cto in the anterior tibial artery. The guide wire was advanced with an asahi corsair armet microcatheter in attempts to cross the lesion when damage on the wire tip was observed. A new guide wire was replaced to continue the procedure. The blood flow was successfully reestablished by poba. There were no adverse patient effects associated with this event. Additional information received on september 28, 2020 confirmed that the wire tip became separated and the separated tip was successfully retrieved by a snare.